Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the partial lead was returned in segments, analyzed and the proximal and distal conductor of the lead developed a fracture due to flexing while in vivo. The rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated the right ventricular lead integrity alert, the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and oversensing due to non-physiologic signals/sic (sensing integrity counter) this lead was included in that field action, and returned product testing found the device did perform as described in the field action. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, sensing integrity counter (sic), and non-sustained ventricular tachycardia (vt) episodes resulting from a possible fracture. In addition, the pacing lead exhibited low pacing impedance and oversensing noise. The rv lead and pacing lead were explanted and replaced. No patient complications have been reported as a result of this event.